Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a hypoglycemic event with a blood glucose (bg) nadir of 54 mg/dl that occurred approximately 2¿3 weeks prior ((B)(6) 2025) while performing physical activity. The user called 911 and was transported via ambulance to the local hospital, where they were treated with intravenous dextrose. The user was discharged on (B)(6) 2025 and resumed use of the ilet.